Event description:
It was reported that the patient presented to the hospital with diaphragmatic stimulation. Upon interrogation, the device was found to be in backup vvi mode. Device software was downloaded. The device was returned to normal operation. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.